Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Subsequently, multiple cartridge alarms (alarm 31) occurred during the load sequence. Reportedly, the customer had followed the proper steps during the load sequence at the time of these alarms. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, a failure relating to the alarm 31 was identified. No failure related to the occlusion alarm was found.